Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, intermittent undersensing due to r-wave amplitude variability was observed via freeze capture. Programming changes were made and no more issues were noted.

Event description:
New information received indicates that the rv lead was explanted and replaced to resolve the issue. The patient was doing well post-procedure.

Manufacturer narrative:
The reported field event of undersensing was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported undersensing could not be determined.

Manufacturer narrative:
(B)(4).